Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens was torn upon insertion. The lens was removed and replaced with the same type of lens. There was no pt injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there was a tear across the optic and three small tears in the lens. A piece of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.